Event description:
The customer reported that the insulin pump alarmed button error. The customer stated that he was not pressing buttons at the time of the alarm. The customer also stated that he had gone swimming while wearing the insulin pump. The reported blood glucose reading was 135 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Moisture damage on the motor assembly was also noted during visual inspection. Unable to confirm the button error alarms due to the blank display.